Event description:
It was reported that when using the bd pyxis¿ medbank tower had aio turned off. The customer reported that the drawers failed when attempting to issue medication. Aio was powered down and did not power back on. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one was turned off. A technical support specialist instructed customer on how to turn on all in one back on to resolve the issue. The system functioned as intended after the technical support specialist inspected the device.